Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, lymphadenopathy date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with two 325cc mentor smooth round moderate profile saline breast prostheses and experienced swollen lymph nodes and breast pain on the left side and breast cysts on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.